Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient accidentally severed their modular cable while mowing the lawn. The pump was off for about 1 hour and 42 minutes. It was later communicated that the patient presented with driveline exit site trauma and some infectious symptoms. The log file was unremarkable aside from the pump stop due to a severed modular cable. It was later communicated that the patient had a confirmed driveline infection. The patient was given intravenous antibiotics as treatment. The hospital staff planned for either a transplant or pump exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported driveline infection could not be conclusively determined through this evaluation. Additionally, review of the submitted log files confirmed a pump stop event on 13jul2023 that appeared to be associated with the report that the patient severed their modular cable. Review of the submitted log files captured a sudden pump stop on 13jul2023 that lasted for approximately 1 hour and 42 minutes. Before and after the pump stop event, the pump appeared to be operating as expected at the fixed speed. No other notable events or alarms were captured. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas). No further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1, "introduction," lists infection as an adverse event which may be associated with the use of heartmate 3 lvas. Section 2 of the IFU, under "system controller warnings and cautions," states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller," provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Sections 2, 6, and 7 of the IFU and sections 2, 4, and 5 of the patient handbook caution the user to avoid pulling on or moving the driveline and further emphasize not to twist, kink, or sharply bend the driveline, which may cause damage to the wires. Damage to the driveline may cause the pump to stop. Section 2 of the patient handbook also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation.¿ the patient handbook also explains that the pump cannot run without power. Section 6 of the IFU and section 4 of the patient handbook also instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and call their hospital contact right away if the driveline is damaged (or might be damaged). Several sections of the IFU and patient handbook also provide information regarding how to clean and care for the driveline. These sections state to keep the driveline clean. As needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. Section 7 of the IFU and section 5 of the patient handbook address system alarm conditions, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook provides examples of emergencies and the proper actions to take in the event an emergency occurs. The IFU caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Both the IFU and patient handbook contain various sections regarding infection and how to prevent it. No further information was provided. The manufacturer is closing the file on this event.